Event description:
It was reported that during a self test, the cardiosave intra-aortic balloon pump (iabp) showed a lower touch screen issue. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed a touch screen calibration and verified that the machine functioned properly using a trainer. Following evaluation, the product passed all functional and safety tests per manufacturer specifications.